Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that she turned the sensor off for a few hours and then attempted to calibrate but the isig values were low. The customer shut off the sensor for a few hours and again, the values were low. The customer removed the sensor and saved it. The customer will be returning it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 90 mg/dl. The current sensor glucose value is 40. The sensor glucose and blood glucose is not within acceptable range. After troubleshooting was done, customer will turn off the sensor for 2 to 4 hours.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin pump paradigm pump. Connected the sensor to the transmitter and placed it in confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed test as the sensor is beyond its expiration date. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.